Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). It is unknown at this time whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-00053, 0001822565-2019-00054, 0001822565-2019-00055. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address unknown complications post-operatively. It is unknown how long each device was implanted or which devices were replaced.

Manufacturer narrative:
Upon receipt of medical records and reassessment of the reported event, this complaint was found to be a duplicate of the following reports: 0001822565-2019-00058, 0001822565-2019-00059, 0001822565-2019-00060, 0001822565-2019-01703, 0001822565-2019-01704, 0001822565-2019-01705, 0001822565-2019-01706, 0002648920-2019-00307.

Event description:
Upon receipt of medical records and reassessment of the reported event, this complaint was found to be a duplicate of the following reports: 0001822565-2019-00058, 0001822565-2019-00059, 0001822565-2019-00060, 0001822565-2019-01703, 0001822565-2019-01704, 0001822565-2019-01705, 0001822565-2019-01706, 0002648920-2019-00307.